Event description:
A customer obtained erroneously elevated troponin (accu tni) results on one patient sample. The initial result was 10.7ng/ml, and the sample was re-tested several times and recovered lower, but still above the ami cutoff. The patient's sample was sent to another lab for testing. The result obtained was "normal reference range". The methodology and the actual result was not supplied. The customer primed the system, ran a system check and qc and then re-tested the original specimen. The result was "normal reference range". The accu tni results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was lithium heparin plasma. The instrument was moved before the event. After the event, the instrument was primed several times and a system check was performed with good results. A field service engineer (fse) was not dispatched as the customer declined the offer of service. The customer has not any issues with this instrument since. Per customer, the results in this event are the only results in question. A definitive root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.